Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® push button blood collection set when the safety button is activated, it leaked. The following information was provided by the initial reporter. The customer stated: "customer reported that green & blue butterfly push button needles sprayed "tiny blood droplets when the push button safety is activated. Also, that they leak blood on the floor when transporting it to the sharps after safety button is pushed & sometimes on the patient or chair after they push the button & set it down to wrap the patient"."

Manufacturer narrative:
H.6. Investigation summary: material #: 367342. Lot/batch #: 2256254. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed, and it shows the product packaging. Additionally, 30 retention samples from bd inventory were evaluated by functional draw testing and retraction testing and no issues were observed relating to leakage / splatter as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® push button blood collection set when the safety button is activated, it leaked. The following information was provided by the initial reporter. The customer stated: "customer reported that green & blue butterfly push button needles sprayed "tiny blood droplets when the push button safety is activated. Also, that they leak blood on the floor when transporting it to the sharps after safety button is pushed & sometimes on the patient or chair after they push the button & set it down to wrap the patient"."